Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and a correction to b5. Please see updates to b5 and h10.

Event description:
Additional information was received which confirmed the customers complaint (no image and fan failure) occurred during preparation for use. This report is being submitted for the loss of image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation and a final root cause was unable to be identified. However, based on the results of the investigation, probable causes for the loss of image include: -the monitor cable is not correctly connected. -defective monitor cable -the mode setting of the signal source (video system center, etc.) Is incorrect. -harness to lcd is disconnected -defective lcd -defective quantum board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image and the fan was not working on the high definition lcd monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.